Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose at the time of incident was 600 mg/dl and current was 270 mg/dl and the current blood glucose level was unknown. The customer¿s other blood glucose level was 70 mg/dl. The customer was not admitted into the hospital as result of the high blood glucose. The customer was treated with syringes and the glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer allege insulin pump was under delivery. The device will not be returned for analysis.